Event description:
It was reported that the atrial lead exhibited noise, resulting in automatic mode switch episodes. The patient was asymptomatic and the noise was not reproducible with isometrics. The lead was capped and replaced during a device change out.

Manufacturer narrative:
UDI (di): (B)(4).